Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Event description:
It was reported by the sales rep in germany that during a shoulder repair procedure on (B)(6) 2023, it was observed that the beveled and detached metal cap at the tip of the vapr tripolar90 suction electrode device was visible on the monitor. According to the report, the surgeon was able to carefully remove the defective electrode from the surgical area. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. Upon reviewing the active tip, it was that the metal cap is loose. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was returned in the original packaging. The active tip shows signs of activation with residues around the ceramic. The return cap is blackened, which could be caused by activation/fire-up taking place on the cap. The return cap is detached but is being held on to the device via the return wire. The ceramic has several scratched from possibly contact with a metallic object. Capacitance and continuity tests were performed as per test procedures document 895096-05. The hipot active-return, hipot active-cut return and hipot return-cut return was not performed due to state of tip. No functional test performed due to state of return cap. Manufacturer summary: technical authority has confirmed that the return cap shows signs of reverse fire-up upon further review of the complaint. Reverse fire-up occurs when the cut return cup is partially buried in tissue, this reduces the exposed area, and the fire-up takes place in the return rather than the active tip. Previous texting on animal tissue has found that this can cause cut return detachment. There is also evidence of sufficient glue on the return cap that in normal conditions should remain in place, however under return firing conditions the glue bond may be compromised. To review the failure mode reported in this complaint, line 450 of the risk analysis matrix ( system risk assessment, 892007-du) with a similar failure mode -components / fragments detach within the patient and require retrieval- has been used. This could lead to a potential mechanical tissue damage. For this instance, the severity is categorized as "serious" and the pre and post mitigation risk characteristics are as follows: risk's grid "14" , an "alra (as low as reasonably achievable )" level and "provable" occurrence (<10¯3 and =10¯4). A review of our complaint records in the last 12 months shows 2 occurrences where the returned cap had detached due to reverse firing. During the same period of time a total of 66.470 units of vapr tripolar 90 (79500) were shipped resulting in a rate occurrence of 3 x 10¯5 which is way lower that the expected one of "<10¯3 and =10¯4". A DHR review has been performed for the device's lot u2211036; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.